Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that, patient faced infusion set cannula kinked event on 13-jun-2024. The blood glucose level of the patient was between 230-290 mg/dl. The site of insertion was located at abdomen.the event occured within 3 hours of insertion. The issue was resolved by replacing infusion set and resumed insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available.